Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that he had two sets that wouldn't work. Customer stated that when he was changing the set, he couldn't push the insulin through manually and then he tried to put the set in the pump and no insulin could come through either. Customer stated that this happened twice. Customer's blood glucose was unknown at the time. Customer was advised that a replacement set will be shipped out.